Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the battery charger/modem was resetting. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.

Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (does not power up monitor) has been confirmed. Upon investigation the battery was unable to power on a monitor. There was liquid contamination damaging the pca and cells. The cause for the failure was isolated to the contaminated battery. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery pack. Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the battery charger/modem was resetting. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery charger was unable to charge. A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.